Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that there was a power outage on thursday or friday and over the weekend it was determined that the patient's device was not working, and patient was beginning. To have tremors. The caller tried to reach the patient's doctor over the weekend and could not. The caller reports seeing physician recharger information screen, the caller read from the manual what it means "an incorrect combination of keys was pressed and an error has occurred. The recharger cannot be used to charge your neurostimulator. Contact your physician." The caller was walked through resetting the recharger and then she was able to plug it in and get that charging. The caller then indicated that the recharger was not the item encountering issues, it was the patient programmer (pp). The hcp was walked through a hard reset of the controller, and the caller replaced the batteries with brand new. The caller was then able to use the pp and determined that the therapy was turned off. The hcp was walked through turning the device back on, and it indicated that the battery level is ok. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the cause of the therapy being off was due to a power surge and pressing a wrong button the deep brain stimulator. Turning the therapy back on resolved the tremors.